Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that he was out at a grocery store and passed out due to low blood glucose. Customer stated that his sensor had week signal and sensor error after initialization. Nothing further was reported.